Event description:
A pt reported blood glucose results of "130 mg/dl" with a lifescan meter and "67 mg/dl"on a laboratory device, performed within 10 minutes of each other. The test strips were in good condition, however, the test strip vial was cracked. The codes matched, and the techniques for applying blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution to troubleshoot. Based on the information provided, there is evidence of a meter malfunction. However,there is no indication of a serious injury. A replacement meter is being sent to the pt.